Event description:
Per a report via legal department a male patient (dob (B)(6) 1954) had an initial left knee replacement on (B)(6) 2017. Approximately 6 years and 2 months after the initial procedure the patient underwent a left knee revision on (B)(6) 2023. Op report: the postoperative diagnosis was stated as poly wear and aseptic loosening of femoral component. Bone loss of the tibial metaphysis warranted the use of a cone. The patient was transferred to the recovery room in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.